Manufacturer narrative:
H.6. Investigation summary : one safetyglide needle assembly in an opened blister pack from batch 9301013 (p/n 305901) was received and evaluated. It was observed there was at least one additional cannula present that was caught between the hub and safety shield attachment on each side. It was unclear if the extra cannula was broken in two separate pieces or if there were two additional cannulas present. One of the extra cannulas was protruding past the top of the hub and bent with the tip exposed. The extra cannula was rejectable per product specification. The sample was forwarded to the needle manufacturing site (bd columbus) for evaluation and potential root cause determination. The quality engineer verified the root cause occurred during the safetyglide assembly line. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the epoxy to fix it; after that, the safety mechanism and the plastic shield are assembled. In this case, the misfeeding of the cannulator may have induced to have the double needle. The aql for incorrect assembly is 0.10%. The defective rate identified is 1 out of 666,500, which is 0.0002%. As this is the first complaint for this defect, no correction are necessary at this time. A device history review was conducted for lot 9301013 it was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3 other text : see h.10.

Event description:
It was reported that prior to use the needle was discovered to have penetrated shield and package not sealed, thus affecting sterility with a bd safetyglide¿ needle. The following information was provided by the initial reporter: it was reported that as the sealed package was opened, the nurse saw the needle sticking out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use the needle was discovered to have penetrated shield and package not sealed, thus affecting sterility with a bd safetyglide¿ needle. The following information was provided by the initial reporter: it was reported that as the sealed package was opened, the nurse saw the needle sticking out.